Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain / pain after eating') and pelvic operation ('three small incisions less than an inch long and they took everything out vaginally') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), renal disorder ("kidney issue"), weight loss poor ("cannot lose weight"), rage ("mood swings / mood rages"), bone pain ("horrible pain in my butt bone all the time"), back pain ("pain in my lower back"), insomnia ("I can't sleep"), dermatitis acneiform ("weird hard like acne spots but not like regular acne"), infection ("I keep infections too"), depression ("depression bad"), alopecia ("hair loss"), migraine ("constant migraines"), pelvic pain ("sharp stabbing pain occasionally"), frequent bowel movements ("crapping"), coital bleeding ("bleeding after sex"), amenorrhoea ("not had a period at all either"), nausea ("nausea"), anger ("anger"), acne cystic ("cystic acne") and feeling abnormal ("feeling abnormal") and underwent pelvic operation (seriousness criterion medically significant) and cholecystectomy ("gallbladder removal"). The patient was treated with surgery (removed). Essure was removed. At the time of the report, the abdominal pain, pelvic operation, cholecystectomy, renal disorder, weight loss poor, rage, bone pain, back pain, insomnia, dermatitis acneiform, infection, depression, alopecia, migraine, pelvic pain, frequent bowel movements, coital bleeding, amenorrhoea, nausea, anger, acne cystic and feeling abnormal outcome was unknown. The reporter considered abdominal pain, acne cystic, alopecia, amenorrhoea, back pain, bone pain, cholecystectomy, coital bleeding, depression, dermatitis acneiform, feeling abnormal, frequent bowel movements, infection, insomnia, migraine, nausea, pelvic operation, pelvic pain, rage, renal disorder, weight loss poor and anger to be related to essure. Concerning the injuries reported in this case the following one were reported via social media : renal disorder, weight increased, mood swings, bone pain, back pain, abdominal pain, acne, infection, depression, coital bleeding, crapping, migraine, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: upon receiving a internal confirmation, it was confirmed that cases (B)(4) duplicates of each other. All the information from the deletion case (B)(4) was transferred to retention case (B)(4). Events added- gallbladder removal, cystic acne, feeling abnormal, anger. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain / pain after eating') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), renal disorder ("kidney issue"), weight loss poor ("cannot lose weight"), anger ("mood swings / mood rages"), bone pain ("horrible pain in my butt bone all the time"), back pain ("pain in my lower back/tailbone pain"), insomnia ("I can't sleep"), dermatitis acneiform ("weird hard like acne spots but not like regular acne"), infection ("I keep infections too"), depression ("depression bad"), alopecia ("hair loss"), migraine ("constant migraines"), pelvic pain ("sharp stabbing pain occasionally"), frequent bowel movements ("crapping"), coital bleeding ("bleeding after sex"), amenorrhoea ("not had a period at all either"), nausea ("nausea"), acne cystic ("cystic acne/painful cyts"), feeling abnormal ("feeling abnormal"), pain in extremity ("leg pain"), menorrhagia ("extremely heavy periods"), inflammation ("inflammation"), fatigue ("constant exhaustion"), arthralgia ("joint ain") and coccydynia ("tailbone pain"), underwent pelvic operation ("three small incisions less than an inch long and they took everything out vaginally") and cholecystectomy ("gallbladder removal") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, pelvic operation, cholecystectomy, renal disorder, weight loss poor, anger, bone pain, back pain, insomnia, dermatitis acneiform, infection, depression, alopecia, migraine, pelvic pain, frequent bowel movements, coital bleeding, amenorrhoea, nausea, acne cystic, feeling abnormal, pain in extremity, menorrhagia, inflammation, fatigue, weight increased, arthralgia and coccydynia outcome was unknown. The reporter considered abdominal pain, acne cystic, alopecia, amenorrhoea, anger, arthralgia, back pain, bone pain, cholecystectomy, coccydynia, coital bleeding, depression, dermatitis acneiform, fatigue, feeling abnormal, frequent bowel movements, infection, inflammation, insomnia, menorrhagia, migraine, nausea, pain in extremity, pelvic operation, pelvic pain, renal disorder, weight increased and weight loss poor to be related to essure. Concerning the injuries reported in this case the following one were reported via social media : renal disorder, weight increased, mood swings, bone pain, back pain, abdominal pain, acne, infection, depression, coital bleeding, crapping, migraine, hair loss leg pain, inflammation, menorrhagia, fatigue, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events added- joint pain, tailbone pain, inflammation, menorrhagia, fatigue, weight increased. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain / pain after eating') and pelvic operation ('three small incisions less than an inch long and they took everything out vaginally') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), renal disorder ("kidney issue"), weight loss poor ("cannot lose weight"), rage ("mood swings / mood rages"), bone pain ("horrible pain in my butt bone all the time"), back pain ("pain in my lower back"), insomnia ("I can't sleep"), dermatitis acneiform ("weird hard like acne spots but not like regular acne"), infection ("I keep infections too"), depression ("depression bad"), alopecia ("hair loss"), migraine ("constant migraines"), pelvic pain ("sharp stabbing pain occasionally"), frequent bowel movements ("crapping"), coital bleeding ("bleeding after sex"), amenorrhoea ("not had a period at all either"), nausea ("nausea"), anger ("anger"), acne cystic ("cystic acne"), feeling abnormal ("feeling abnormal") and pain in extremity ("leg pain") and underwent pelvic operation (seriousness criterion medically significant) and cholecystectomy ("gallbladder removal"). The patient was treated with surgery (removed). Essure was removed. At the time of the report, the abdominal pain, pelvic operation, cholecystectomy, renal disorder, weight loss poor, rage, bone pain, back pain, insomnia, dermatitis acneiform, infection, depression, alopecia, migraine, pelvic pain, frequent bowel movements, coital bleeding, amenorrhoea, nausea, anger, acne cystic, feeling abnormal and pain in extremity outcome was unknown. The reporter considered abdominal pain, acne cystic, alopecia, amenorrhoea, back pain, bone pain, cholecystectomy, coital bleeding, depression, dermatitis acneiform, feeling abnormal, frequent bowel movements, infection, insomnia, migraine, nausea, pain in extremity, pelvic operation, pelvic pain, rage, renal disorder, weight loss poor and anger to be related to essure. Concerning the injuries reported in this case the following one were reported via social media : renal disorder, weight increased, mood swings, bone pain, back pain, abdominal pain, acne, infection, depression, coital bleeding, crapping, migraine, hair loss leg pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from plaintiff fact sheet received .event leg pain was added. Patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain / pain after eating') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), renal disorder ("kidney issue"), weight loss poor ("cannot lose weight"), anger ("mood swings / mood rages"), bone pain ("horrible pain in my butt bone all the time"), back pain ("pain in my lower back/tailbone pain"), insomnia ("I can't sleep"), dermatitis acneiform ("weird hard like acne spots but not like regular acne"), infection ("I keep infections too"), depression ("depression bad"), alopecia ("hair loss"), migraine ("constant migraines"), pelvic pain ("sharp stabbing pain occasionally"), frequent bowel movements ("craping"), coital bleeding ("bleeding after sex"), amenorrhoea ("not had a period at all either"), nausea ("nausea"), acne cystic ("cystic acne/painful cyts"), feeling abnormal ("feeling abnormal"), pain in extremity ("leg pain / feet pain"), menorrhagia ("extremely heavy periods / clots"), inflammation ("inflammation / inflammation face and body "), fatigue ("constant exhaustion"), arthralgia ("joint ain"), coccydynia ("tailbone pain"), mood swings ("mood swing"), premenstrual syndrome ("premenstrual syndrome"), cyst ("painful cyst"), sciatica ("sciatic pain"), costochondritis ("costochondritis pain"), abdominal distension ("felt bloated "), pain ("whole body hurts"), menstrual disorder ("period got awful"), dysmenorrhoea ("period pain"), adnexa uteri pain ("ovary pain"), bacterial vaginosis ("bacterial vaginosis") and furuncle ("boils"), underwent pelvic operation ("three small incisions less than an inch long and they took everything out vaginally") and cholecystectomy ("gallbladder removal") and was found to have weight increased ("weight gain") and blood urine present ("blood in urine"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, pelvic operation, cholecystectomy, renal disorder, weight loss poor, anger, bone pain, back pain, insomnia, dermatitis acneiform, infection, depression, migraine, pelvic pain, frequent bowel movements, coital bleeding, amenorrhoea, nausea, feeling abnormal, menorrhagia, fatigue, weight increased, arthralgia, premenstrual syndrome, cyst, sciatica, costochondritis, blood urine present, abdominal distension, pain, menstrual disorder, bacterial vaginosis and furuncle outcome was unknown, the alopecia was resolving and the acne cystic, pain in extremity, inflammation, coccydynia, mood swings, dysmenorrhoea and adnexa uteri pain had resolved. The reporter considered abdominal distension, abdominal pain, acne cystic, adnexa uteri pain, alopecia, amenorrhoea, anger, arthralgia, back pain, bacterial vaginosis, blood urine present, bone pain, cholecystectomy, coccydynia, coital bleeding, costochondritis, cyst, depression, dermatitis acneiform, dysmenorrhoea, fatigue, feeling abnormal, frequent bowel movements, furuncle, infection, inflammation, insomnia, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pain, pain in extremity, pelvic operation, pelvic pain, premenstrual syndrome, renal disorder, sciatica, weight increased and weight loss poor to be related to essure. The reporter commented: patient reporter, that her hair started growing back two weeks after removal of essure. She was still losing some but before it wouldn't event grow. Concerning the injuries reported in this case the following one were reported via social media : renal disorder, weight increased, mood swings, bone pain, back pain, abdominal pain, acne, infection, depression, coital bleeding, craping, migraine, hair loss leg pain, inflammation, menorrhagia, fatigue, weight increased quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event awful periods, ovary pain, period pain, mood swing, pms and painful cyst were added. Outcome of the events "tailbone pain", "cystic acne", "inflammation" was updated to recovered. Reporter information was added. Follow up 13-19 processed together. On 23-mar-2020: social media content received: reporter added. Event felt bloated added. Follow up 13-19 processed together on 23-mar-2020: social media received : events "sciatic pain, costochondritis pain, blood in urine, bacterial vaginosis" were added. Outcome of feet pain was updated to recovered. Follow up 13-19 processed together on 23-mar-2020: social media received : event "hair loss" outcome was updated to recovering. Follow up 13-19 processed together on 23-mar-2020: social media received: reporter and new event, "whole body hurts" was added. Follow up 13-19 processed together on 23-mar-2020: social media received : reporter was added. Event "boil" was added. Outcome of the event "cystic acne/painful cyst" was updated to recovered. Reporter's comment was updated. Follow up 13-19 processed together on 23-mar-2020: social media received : reporter added from social media. Follow up 13-19 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain/pain after eating') and pelvic operation ('three small incisions less than an inch long and they took everything out vaginally') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), renal disorder ("kidney issue"), weight loss poor ("cannot lose weight"), anger ("mood swings/mood rages"), bone pain ("horrible pain in my butt bone all the time"), back pain ("pain in my lower back"), insomnia ("I can't sleep"), dermatitis acneiform ("weird hard like acne spots but not like regular acne"), infection ("I keep infections too"), depression ("depression bad"), alopecia ("hair loss"), migraine ("constant migraines"), pelvic pain ("sharp stabbing pain occasionally"), frequent bowel movements ("crapping"), coital bleeding ("bleeding after sex"), amenorrhoea ("not had a period at all either") and nausea ("nausea") and underwent pelvic operation (seriousness criterion medically significant). The patient was treated with surgery (removed). Essure was removed. At the time of the report, the abdominal pain, pelvic operation, renal disorder, weight loss poor, anger, bone pain, back pain, insomnia, dermatitis acneiform, infection, depression, alopecia, migraine, pelvic pain, frequent bowel movements, coital bleeding, amenorrhoea and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, amenorrhoea, anger, back pain, bone pain, coital bleeding, depression, dermatitis acneiform, frequent bowel movements, infection, insomnia, migraine, nausea, pelvic operation, pelvic pain, renal disorder and weight loss poor to be related to essure. Concerning the injuries reported in this case the following one were reported via social media: renal disorder, weight increased, mood swings, bone pain, back pain, abdominal pain, acne, infection, depression, coital bleeding, crapping, migraine, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: content from social media received. Case upgraded to serious incident. Essure removal information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain / pain after eating') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), renal disorder ("kidney issue"), weight loss poor ("cannot lose weight"), rage ("mood swings / mood rages"), bone pain ("horrible pain in my butt bone all the time"), back pain ("pain in my lower back"), insomnia ("I can't sleep"), dermatitis acneiform ("weird hard like acne spots but not like regular acne"), infection ("I keep infections too"), depression ("depression bad"), alopecia ("hair loss"), migraine ("constant migraines"), pelvic pain ("sharp stabbing pain occasionally"), frequent bowel movements ("crapping"), coital bleeding ("bleeding after sex"), amenorrhoea ("not had a period at all either"), nausea ("nausea"), anger ("anger"), acne cystic ("cystic acne"), feeling abnormal ("feeling abnormal") and pain in extremity ("leg pain") and underwent pelvic operation ("three small incisions less than an inch long and they took everything out vaginally") and cholecystectomy ("gallbladder removal"). The patient was treated with surgery (removed). Essure was removed. At the time of the report, the abdominal pain, pelvic operation, cholecystectomy, renal disorder, weight loss poor, rage, bone pain, back pain, insomnia, dermatitis acneiform, infection, depression, alopecia, migraine, pelvic pain, frequent bowel movements, coital bleeding, amenorrhoea, nausea, anger, acne cystic, feeling abnormal and pain in extremity outcome was unknown. The reporter considered abdominal pain, acne cystic, alopecia, amenorrhoea, back pain, bone pain, cholecystectomy, coital bleeding, depression, dermatitis acneiform, feeling abnormal, frequent bowel movements, infection, insomnia, migraine, nausea, pain in extremity, pelvic operation, pelvic pain, rage, renal disorder, weight loss poor and anger to be related to essure. Concerning the injuries reported in this case the following one were reported via social media : renal disorder, weight increased, mood swings, bone pain, back pain, abdominal pain, acne, infection, depression, coital bleeding, crapping, migraine, hair loss leg pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.